Event description:
The customer noted hemoglobin imprecision on the cell-dyn 1800 analyzer. A field service representative was dispatched to the customer location. As a part of the maintenance, the 10ml diluent syringe was replaced. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.